Event description:
Cannot contact medtronic minimed about pump problem. Sixty minute wait for tech representative. Too long. Sorry, they are short handed and are experiencing high volume, but saving money is no excuse for poor quality. The lot 8 recall line is never open when I call, they specify certain hours to call, but always say they have "high volume." I understand they fouled up and caused many of us to visit the emergency room because of their hiding the problem of lube in the infusion sets, but you'd think, since they fouled up and covered up, they would put some extra telephone lines in to help those they harmed. Adverse events require immediate attention. Calling 911 is good advice, but costly to the pt. Perhaps medtronic can supply immediate help, if required to pay the emergency room costs for their "cost savings" initiatives analysis. Their support system for their product doesn't work for a portion of folks that often need rapid response. Dates of use: 1994 - 2009. Diagnosis or reason for use: diabetes. Event reappeared after reintroduction? Yes.